Manufacturer narrative:
The manufacturer received the device for investigation on december 22, 2015. The investigation is pending. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported, that the patient was implanted a ncb pp prox fem plate, r,15 h, l. 324mm. The date of implantation is assumed to be (B)(6) 2015 as there is divergent information. ((B)(6) 2015 and (B)(6) 2014) the patient underwent a revision surgery on (B)(6) 2015 due to a breakage of the ncb plate. It was reported, that during normal mobilization the ncb plate broke on (B)(6) 2015 with still existing atrophic pseudoarthrosis.

Manufacturer narrative:
The device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend is identified. The compatibility check was performed and showed that the product combination was approved by zimmer. Review of incoming information: it is reported that a ncb plate broke. The patient history says that, approximately 30 years ago the patient had a right femur bone injury, which was treated in (B)(6). Implantation of a competitor plate on (B)(6) 2014 on a visible sclerotic bone, following a fall of the patient on (B)(6) 2014. Decortication/spongiosa-transplantation und bmp (bone morphogenic protein) application. Breakage of the competitor plate and implantation of the ncb plate on (B)(6) 2014. Breakage of the ncb plate on (B)(6) 2015 during normal mobilization with still existing atrophic pseudoarthrosis. On (B)(6) 2015 the plate was revised and a plate (angle stable) with hip screws were implanted during a 3 hours 55 minutes surgery which included axial correction and spongy bone transplant. There is no information available which states that the patient has an implanted prosthesis (hip or knee). Devices analysis: a broken ncb pp proximal femur plate right, 15 holes, was returned for investigation together with 3 cancellous screws, 7 cortical screws and 11 locking caps. The plate fractured in the central hole of the first (after the mis interface) diagonal 3-hole pattern. Both fracture sites show large polished areas. This can be caused by an abrasive movement between the two fracture sites in vivo and/or by handling within and after plate removal. The examinable fracture site sections show clear beach lines indicating a fatigue fracture of the plate. The fracture has its origin in on the lateral side of the plate at the interface with the thread of the screw hole. The fatigue fracture progress diagonally to the outer corner of the plate on the surface close to bone. The point of origin of the fracture does not show any visible material defect which could have triggered or favored the fracture. The plate surface shows many scratches and marks. The locking caps show deformations of the hex drive. One of the ncb cortical screws shows damages of the thread, the other screws show damage of the hex drive. Review of internal documents: inspection plan was reviewed: the surface was visually inspected aql 2.5. The surgical technique ncb periprosthetic femur contains information and illustrations about the indication, contraindication and positioning of the plate. The following contraindications are listed: all concomitant diseases that may impair the fixation of the implant and/or the success of the intervention. Lack of bone substance or poor bone quality which makes stable seating of the implant impossible. The raw material certificate for lot: 2706168 was reviewed and was found to be conforming to the specifications. Root cause analysis: possible causes for the reported event according to rmw: line r-1.4.1: breakage of implant -> due to movement between implants leads to notching / fretting. Line r-1.4.9: breakage of implant -> due to inadequate implant design & material (fatigue strength - lifetime of the device). Line r-2.2.3: breakage of implant -> due to chemical / galvanic / crevice corrosion of material. Line r-w-4.2.1.1.2: breakage of implant -> due to implant will be implanted against contraindication. Line r-w-4.3.1.1.1: breakage of implant -> due to wrong interpretation of in situ device position and/or dimension. Line r-w-4.3.1.1.2: breakage of the implant -> due to wrong interpretation of x-ray template for dimensions. Line r-w-4.5.1.1.1: breakage of implant -> due to too many bending cycles at the same spot or use of ncb screw holes which have been bent. Line r-w-4.5.1.1.2: breakage of implant -> due to user define incorrect placement of the spacers and plate. Line r-w-4.5.1.1.3: breakage of implant -> due to user perform improper handling of the plate during insertion. Line r-w-4.5.2.1.1: breakage of the implant -> due to too many bending cycles at the same spot or use of ncb screw holes which have been bent. Line r-w-4.6.1.1.1: breakage of implant -> due to wrong/ incomplete information about limitation and postoperative restriction. Line r-w-4.6.1.1.2: breakage of implant -> due to patient do not follow the postoperative protocol. Comparison to investigation results whether it is possible and justification: line r-1.4.1: possible -> it is unknown if cable and cable buttons were used and if these led to notching/fretting. Line r-1.4.9: not possible -> following documents certify the design of the plate: fatigue strength evaluation of a ncb pp prox femur plate construct (research report); engineering design rationale for the ncb pp df plate (research report); engineering design rationale for the ncb curved femur shaft plate (research report). Additionally, adn adverse trend due to design would have been identified. Line r-2.2.3: not possible -> no corrosion was observed on the implant. Line r-w-4.2.1.1.2: not possible -> there is no evidence for implantation against contraindication. Line r-w-4.3.1.1.1: possible -> no x-rays were available, therefore correct positioning and size cannot be proven. Line r-w-4.3.1.1.2: possible -> no x-rays were available, therefore correct positioning and size cannot be proven. Line r-w-4.5.1.1.1: possible -> there is no evidence that the plate was bent for the implantation. But it is possible that the plate was experiencing a bending moment due to the existing atrophic pseudoarthrosis (still after 14 months in vivo). Line r-w-4.5.1.1.2: possible -> no x-rays were available, therefore correct positioning and size cannot be proven. Line r-w-4.5.1.1.3: possible -> it is unknown how the plate was implanted and if the implantation followed the surgical technique. Line r-w-4.5.2.1.1: possible -> there is no evidence that the plate was bent for the implantation. But it is possible that the plate was experiencing a bending moment due to the existing atrophic pseudoarthrosis (still after 14 months in vivo). Line r-w-4.6.1.1.1: possible -> no information available about the postoperative procedure, therefore this point cannot be excluded. Line r-w-4.6.1.1.2: possible -> no information available about the postoperative procedure, therefore this point cannot be excluded. According to the patient history, the plate broke after 1 year and 2 months in vivo. This was a periprosthetic ncb plate and it is unknown if the patient has an implanted prosthesis (hip or knee). Additionally, it is reported that the patient has a history of sclerotic bone (treated by decortication/spongiosa-transplantation und bmp application) before plate implantation. It is also reported that the patient had still existing atrophic pseudoarthrosis when the ncb pp plate broke. Summarizing, the plate broke 1 year and 2 months after implantation with existing pseudoarthrosis in a patient with history of poor bone quality. It is highly probable that the plate broke after 14 months in vivo due to the high plate loading caused by bone non-union. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).